Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for passed out and high blood glucose on (B)(6) 2020. Blood glucose reading was 727 mg/dl. Customer went to emergency medical service taken her to emergency room. Customer was treated with intravenous drip. Customer declined to perform a carelink upload. Customer also reported that the insulin pump had stopped working and broken. Customer stated that the contacts on the battery cap were neither missing nor damaged. Customer stated that the battery compartment and spring was neither damaged nor corroded. Display returned after insulin pump restart. Troubleshooting was declined for high blood glucose. The insulin pump will not be returned for analysis.